Event description:
A patient experienced sterile endophthalmitis (endophthalmitis) resulting in acute vision loss 2 days after an uncomplicated cataract surgery. The patient presented with acute vision loss and severe inflammation with moderate signs of hypopyon. Cultures of anterior chamber and vitreous samples were negative. The patient was treated with intraocular, subconjunctival and topical antibiotics, and topical corticosteroids. In 2009, the patient's visual acuity was reducted to hand motion. The prognosis is guarded. The patient was concomitantly treated during surgery with bss. The surgeon indicated that there were no recent changes in surgical technique. The reporter indicated that the product was left in the boot of the doctor's car for about eight to nine hours and was exposed to temperatures above 25 degrees celsius.

Manufacturer narrative:
The lot number used with this patient is unknown.